Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was described as 'red, oozing, blistering, and looked like a 2nd degree burn'. The patient did not seek medical attention. The patient elected to use (B)(6) and an antibiotic cream. The patient's home nurse advised the patient to remove the lifevest to allow her skin to heal.